Manufacturer narrative:
The patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical study. Report source: foreign (b))(6)/ study name: (B)(6)- patient ID # (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical study. During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was performed. Although the cause of restenosis is unrelated to the study device, restenosis is listed in the IFU as a potential complications/ adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2018, a stellarex catheter was used to treat the target lesion of the left tp trunk and proximal peroneal. Approximately 14 months post index procedure, the patient experienced restenosis. A successful revascularization of the target lesion was performed on (B)(6) 2020. The physician indicated this is not related to the study device or procedure.